Manufacturer narrative:
(B)(6). This report was received via a customer feedback form. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
During clinical use, a v60 ventilator stopped pressurizing without warning, and as a result, the patient became hypoxic. A (B)(6) patient of unknown gender was hospitalized in a utip ward with a diagnosis of oxygen-dependent respiratory failure and placed on v60 noninvasive ventilation for respiratory support. On (B)(6) 2022, while in clinical use, the device stopped pressurizing without warning. The institutional physician reported that the patient became hypoxic (unknown peripheral capillary oxygen [spo2] values). The device was restarted, however, the problem persisted. The patient was transitioned to another noninvasive ventilation unit (unknown make/model). The event outcome was unknown.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 05/31/2022, 06/03/2022 and 06/23/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Upon further internal review, this case is being downgraded from a serious injury to a product problem as there was no actual harm to the patient.